Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (15 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available. As of (B)(6) 2022 the patient's ldh level was 4000, showing no decrease after changing the pump on (B)(6) 2022.

Event description:
Site contacted berlin heart ca on 9.15.2022 to report that the patient had elevated ldh levels, and the pump was exchanged due to concerns for hemolysis. The following lab values were reported: (B)(6): plasma free hemoglobin - 235. (B)(6): ldh - 1383. (B)(6) ldh - 3900. Normal values for the site ldh 1383. Pump maintained completed fill and ejection. Site reported there were neither acoustic nor visual abnormalities associated with the blood pump. In addition, there are no deposits reported.